Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display, watchdog timeout alarm and audio/beep anomaly noted. Insulin pump received with corroded battery tube and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Insulin pump had a long steady beep as well as watchdog timeout alarm. The insulin pump will be returned for analysis.